Event description:
It was reported via repair work order that the scale was inaccurate due to a damaged foot right load cell. It was also reported that the foot end brakes were not holding due to a damaged foot end caster stems. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.